Event description:
It was reported to philips that the c-arc no longer moves into the cranial angulated positions. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint and, according to the additional information gathered, the system malfunctioned during a coronary diagnostic procedure. The procedure was completed as planned by restarting the system. A philips remote service engineer (rse) inspected the system remotely and identified the c-arc movement hung sporadically. A philips field service engineer (fse) examined the system on-site and found the motor voltage regulator (mvr) high power board needed replacement. The fse replaced the mvr high power board but, the issue persisted. The fse returned at a later date and replaced the c-arc motor, which resolved the issue. The defective mvr high power board was returned to philips for further analysis. Part analysis confirmed the malfunction however, the cause of the malfunction could not be determined. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via restarts, which allowed for procedural continuation. If a loss of c-arc movement occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the loss of motorized rotational or angulation movement may resolve, allowing for continuation and completion of the procedure. A loss of c-arc movement that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.